Event description:
It was reported that bd 60ml syringe luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: material no. 309653; batch no. 9056892. It was reported that a 60 ml syringe is leaking during bladder irrigation. 2 of 2: unknown date of event. One of the chemo techs approached me about issues with the 60ml bd syringes. Apparently they have noticed over the last couple of months that they have been leaking. Sometimes it is just small drips, but today she said it just came pouring out of the bottom of the syringe. She is going to find the syringe she used, and double bag it for me so I have it if you need it. This syringe however, has chemo residue in it. Addtl info email: what is the date of event? On (B)(6) is one date, but this has occurred on multiple other days as well. Please advise if samples are still available and will be returned for investigation. All samples have chemotherapy residual in them. The syringes are filled with a chemotherapy agent and sent to or for irrigation during a bladder surgery for cancer. During the preparation of the drug in the syringe, it was found that they will leak out the bottom of the plunger.

Manufacturer narrative:
The following fields have been updated with corrections: h.3. Reason code for no evaluation: other. H.3. If other specify: see h.10 h3. Other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA #: pr #55639.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: material no. 309653 batch no. 9056892. It was reported that a 60 ml syringe is leaking during bladder irrigation. 2 of 2: unknown date of event. One of the chemo techs approached me about issues with the 60ml bd syringes. Apparently they have noticed over the last couple of months that they have been leaking. Sometimes it is just small drips, but today she said it just came pouring out of the bottom of the syringe. She is going to find the syringe she used, and double bag it for me so I have it if you need it. This syringe however, has chemo residue in it. Addtl info email: what is the date of event?-8/29 is one date, but this has occurred on multiple other days as well. Please advise if samples are still available and will be returned for investigation.-all samples have chemotherapy residual in them. The syringes are filled with a chemotherapy agent and sent to or for irrigation during a bladder surgery for cancer. During the preparation of the drug in the syringe, it was found that they will leak out the bottom of the plunger.